Event description:
Patient scheduled for a laparoscopic hand assist sigmoidectomy, possible open sigmoidectomy, takedown colovesical fistula, colostomy, proctoscopic exam. The doctor used an endo gia ultra, ref # egiaustnd, lot # p8e1395x and stated that it is not "firing correctly". This is the second time it has occurred in the last two weeks.